Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that system was not starting up. Upon troubleshooting fse found that defective low voltage psu (power supply unit). To resolve the issue, fse replaced the power supply unit. The defective psu was returned to philips for analysis and confirmed the failure as loose and broken off element and electronic defect. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not boot up, stuck at 00:00. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.